Event description:
A (B)(6) female patient experienced a local infection in her groin, 10 days following a diagnostic coronary catheterization procedure which took place on (B)(6) 2010. Access was obtained at the right common femoral artery via a 6f sheath. A femoral angiogram revealed mild proximal calcification. The vessel was reported to be of moderate size. There were no reported complications with the procedure. Manual pressure was held for 2 min and it was reported that hemostasis was successfully achieved with the mynx device. A sterile 4x4 dressing was applied to the puncture site. There was no noted oozing or hematoma. The patient was transferred to the (B)(6) and was ambulated and discharged per hospital protocol. On (B)(6) 2010, the patient presented to the ER with swelling and drainage at the access site. An ultrasound was taken on (B)(6) 2010 which was negative for psa and av fistula. The ultrasound revealed normal arterial and venous flow. The patient was admitted to the hospital and placed on an antibiotic (vancomycin) intravenously. A culture was taken on (B)(6) 2010 which was positive for coagulase neg staphylococcus. The patient was discharged to home with no further clinical sequela (exact date unknown).

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the infection could not be conclusively determined. It was reported that hemostasis was successfully achieved. Therefore, there is no indication that the mynx device did not perform per specification or as intended. Additionally, the mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commercial use. The IFU also states: the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. The review of the lhr (lot # f1020718) indicated that the mynx device met all established performance criteria prior to shipment.